Event description:
It was reported that the patient experienced unspecified issue with ams 800 artificial urinary sphincter (aus).the entire aus system was removed and replaced with a new one. Additional information received stated that the patient was incontinent again. Upon explanation, the device was checked and no physical damage was found in any of the components. It was further reported that there was no coaptation of the bulbous urethra. The new device with new 4.0 cm cuff was reported to be working properly at the end of the procedure and patient is recovering without any issue.